Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 on a patient with a ruptured papillary muscle on the posterior leaflet and acute myocardial infarction (mi) 1 week prior to mitraclip procedure. A mitraclip xtw was inserted, and grasping was performed, however, multiple grasping attempts were performed, the leaflets were unable to be captured, and leaflet damage at the tip of the anterior mitral leaflet (aml) was observed. Therefore, the clip was removed from the patient. The procedure was discontinued, and the patient was transferred to surgery. There were no adverse patient effects and no clinically significant delay in the procedure.